Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urethral atrophy. A surgical procedure was performed to remove the cuff, remeasure the urethra, and place a new cuff. No additional patient complications were reported.